Manufacturer narrative:
G4:23apr2021. B4:26apr2021. The manufacturer's field service engineer (fse) was dispatched to the customer site and confirmed that the battery required replacement as it was over 5 year old. Per the philips service manual, battery replacement is recommended every 5 years. The fse replaced the battery to resolve the issue and the device passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of this report: 18feb2021.

Event description:
The customer called into technical support (ts) reporting that the devices battery is failing. The customer reported there was no patient involvement at the time the issue was discovered.